Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not keep its shape when opened in the aorta. No patient effects. A replacement device was used to complete the procedure. (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to maquet for evaluation. Signs of clinical use and evidence of blood were observed. Blood was present in the delivery device, indicating deployment in to the aorta. The seal was returned outside the device in a fully unraveled state. The blue tether was not cut. No defects were observed to the loader, delivery device, seal and tension spring assembly. The tube was unable to be measured due to the presence of blood in the delivery device. The device was returned in a completely deployed state. The device was returned in a condition precluding proper evaluation of the device. Based on the condition of the device as returned, the reported complaint was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not keep its shape when opened in the aorta. No patient effects. A replacement device was used to complete the procedure. (B)(4).